Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a rash under the rear therapy electrodes. The patient's physician ended use of the device for the patient. There is no indication of a device malfunction. The patient's medical condition is unknown.